Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the harmonic ace instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A procedure log review confirmed that the pancreatoduodenectomy surgical procedure was performed on (B)(6) 2022 via system (B)(4). No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pancreatoduodenectomy surgical procedure, it was alleged that the harmonic ace instrument tip broke off and fell inside the patient. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the surgeon observed that the harmonic ace instrument tip was not working. The surgical staff removed the harmonic ace instrument for inspection and discovered that the instrument tip was broken inside the patient. The fragment was retrieved during the same procedure and it was confirmed that all fragments were retrieved. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up on 29-nov-2022 and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No fragment fell inside the patient during the procedure. The instrument was in use for thirty minutes. No instrument collision was observed. The instrument was removed with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. It was confirmed that there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation, but it has not yet been received as of the date of this report. No photographic images of the device or a video recording of the procedure are available.